Event description:
A lifecor pt services representative (psr) contacted customer support to report that while programming a monitor for a pt, it would continually skip through menus on its own and not allow her to properly set up the monitor for the pt. The psr used another monitor to set up the pt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The cause of the monitor skipping through the programming menus was a sticking response button. When the button was depressed it would intermittently stay depressed rather than springing back into normal position. The root cause was a mechanical failure of the domed spring mechanism within the response button switch. No adverse event resulted from the faulty response button. The device was not being used by a pt.